Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This cardiac resynchronization therapy pacemaker (crt-p) was subsequently explanted. Another cardiac resynchronization therapy pacemaker was implanted to complete this procedure. This device has not been returned at this time. No additional adverse patient effects were reported.